Manufacturer narrative:
Stryker further evaluated the device and verified the issue in the device logs. The root cause of the reported issue was traced to device software. The error code was cleared and did not return. The device passed functional and performance testing and was returned to the customer.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device logged an error code that could prevent defibrillation therapy. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device logged an error code that could prevent defibrillation therapy. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The cause could not be conclusively determined. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.